Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that an ar-3636h hip knotless fibertak anchor pulled out. The hip knotless fibertak was inserted in standard fashion using the 21-degree reusable curved guide and the 1.8 flexible drill through the mid-anterior portal. After insertion of the anchor, the repair stitch was retrieved, passed through the labrum using a suture passer, and then retrieved. The repair stitch was then fed through the looped end of the passing stitch and shuttled back through the anchor. Upon shuttling the repair stitch, the anchor pulled out, and the repair stitch never fully shuttled through the anchor. There appeared to be some twisting in the repair suture as it was trying to pass through the anchor. The suture anchor was retrieved from the joint with the twist intact. This was discovered during a hip labral repair procedure on (B)(6)2023. Additional information received on (B)(6)2023: the case was completed using a new ar-3636h hip knotless fibertak. Nothing broke off inside the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3636h serial/batch number (B)(6) was received for investigation. The visual evaluation determined that the anchor suture system had broken off. The sutures were frayed. Functional testing does not apply for this device that arrives damaged for evaluation. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.